Event description:
It was reported that the customer was hospitalized with dka. Customer had changed the set the day prior to the incident and bgs began to elevate. The troubleshooting conducted indicated the device was working properly. Explained the 2hbg rule and set a tubing clamp for further testing.